Event description:
It was reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 178 mg/dl. Alarm was explained to customer. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.